Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Physician reported rupture, discovered via ultrasound, capsular contracture, baker grade ii or iii and a double membrane. Right side. Device explanted